Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was an open wound approximately 5 centimeters from the lead site. A surgical intervention was going to occur; the doctor planned to debride the wound and apply a skin graft. The wound was noted to be on the patient¿s back and was non-healing. The patient was noted to have been in wound care for approximately 2 years. No date was set for when the wound operation would take place. Follow-up determined that the doctor that was going to operate on the wound was a plastic surgeon. It was unknown if the wound was related to the device. Further follow-up was performed to determine if any troubleshooting had occurred and if the cause of the wound was known. This event will be updated if additional information is received.